Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during t2h surgery, after inserting the distal screws, a back-strike method was used to close the gap in the fracture. After all screws were inserted, the device was removed from the nail and the proximal tip of the nail was found to be broken. It takes time to remove the damaged part. After that, the end cap was not used and the surgery was finished. The humeral nail has been left in patient¿s body despite the breakage of the proximal tip with all debris removed from the patient.

Manufacturer narrative:
The reported event could be confirmed, since a fragment of the nail was returned.the device inspection revealed the following:a small fragment of the nail with a size of about 3mm x 3mm was returned for evaluation. The main part of the nail with the laser marking was not returned as it did remain in the patient after the breakage occurred. The returned fragment could be identified as one (1) of the three (3) prongs at the nail/target device interface. The microscopic inspection of the fragment has shown that at the inner side of the fragment a very strong stress mark is visible, this mark indicates that the target device did rotate within the interface and this rotation did lead to the break-away of the prong. The fracture face has the typical view of a ductile overload fracture where high force did to a permanent distortion of the material with a subsequent fracture.a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.a review of the labeling did not indicate any abnormalities.no indications of material, manufacturing or design related problems were found during the investigation.based on investigation, the root cause was attributed to a user related issue. The failure was caused by very high torsional forces, which did lead to a rotation of the target device in the nail, which finally caused the breakout of the prong. A potential loosening of the target device during the mentioned backstrike method may also have played a certain role.in this relation following statement of the non-active implant instructions for use can be pointed out:" during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.¿ if the main part of the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during t2h surgery, after inserting the distal screws, a back-strike method was used to close the gap in the fracture. After all screws were inserted, the device was removed from the nail and the proximal tip of the nail was found to be broken. It takes time to remove the damaged part. After that, the end cap was not used and the surgery was finished. The humeral nail has been left in patient¿s body despite the breakage of the proximal tip with all debris removed from the patient.